Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). - condition of returned samples sample status: [x] no sample returned [ ] sample returned - test result(s): [ ] defect confirmed [x] defect not confirmed.

Event description:
As reported by the user facility: rn called into pt room by moc d/t excess air in lipids tubing without pump alarming of air in line. This rn clamped lipid tubing and went to switch out pump and when taking the lipid tubing out of the pump, the tubing was sliced at the point of exit inside the pump, causing air to accumulate. Pump and tubing were collected and stored on unit for further inspection.